Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hand surgery procedure. Initial injury was sustained from a gunshot wound to the hand. While inserting 1.5mm x 11mm cortex screws during an orif of a metacarpal, the surgeon had 4 screws brake/strip. One screw was removed. One was implanted, but the head is stripped. Two screws had their head break off while being implanted. The surgeon was unable to remove the shaft of the 2 broken screws, they remained implanted. It was mentioned the t4 screwdriver shaft was not holding the screws very well. The procedure was completed successfully with a surgical delay of 10 minutes. Patient outcome was unknown. This complaint involves five (5) devices. This report is for (1) 1.5 cortex screw slf-tpng t4 sd rec 11. This report is 2 of 2 (B)(4).